Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced hypoglycemia. The customer low blood glucose level was 50mg/dl and 60 mg/dl. The customer was treated with yogurt, glucose tablets and food for low blood glucose. Customer declined to troubleshoot for low blood glucose value. The device will not be returned for analysis.